Manufacturer narrative:
A replacement procedure was scheduled. The device is expected to be returned for analysis following the explant procedure. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
A procedure was performed to replace the device. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was emitting beeping tones. Upon interrogation, it was noted the device had reached end of life (eol) battery status. Eol was reached due to a charge time greater than 30 seconds associated with a battery voltage of 2.69 v. It was alleged the device was depleting prematurely. No adverse patient effects were reported.